Event description:
Co received report on 3/24/98. On 6/97 person fell breaking leg. Because of physical problem, person sits on the extreme outside edge of seat causing less stability in one direction when turning.